Manufacturer narrative:
Updated b5 and added syringe and syringe tubing set on d11. Revised patient code. Customer stated no other information available including patient demographics.

Event description:
It was reported from the d3 cardiac intensive care unit (ICU) that the device experienced a red alarm communication error during a morphine infusion, however the pcu seemed unaffected. No audible alarm. Facility biomed was unable to replicate the issue. There were no reported adverse effects caused to the patient from the event.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the red alarm communication error on channel, however brain seemed unimpacted. No audible alarm. Htm unable to replicate issue. No consequences to the patient were reported.